Manufacturer narrative:
(B)(4). A six month database search for similar complaints found no additional reports for digital centrifuges generating smoke and a burning smell. The quarterly tracking and trending review for the x systems analyzers did not identify any adverse trends for the digital centrifuge. The x systems centrifuge instruction guide (B)(4) contains adequate information on the installation, operation, maintenance and troubleshooting for the centrifuge. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the available information provided by the customer and this evaluation, no malfunction was identified for the digital centrifuge list number (B)(4). The device performed as intended. This is a final report.

Event description:
The customer states that when they began running, a newly replaced digital centrifuge, smoke was seen coming from the centrifuge along with a burning smell. The customer powered off the centrifuge. There were no injuries or damage to the surrounding environment reported. The customer is requesting a replacement centrifuge. There is no impact to any patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.